Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application freezing, bioid logon delays, keyboard lag, and incorrect keystroke were likely caused by network adapter settings, specifically the power-saving mode and network duplex configuration. A field service engineer disabled the power-saving mode on the network adapters remotely, confirmed with the customer that the duplex speed was set to 100 mbps full duplex, and suggested switching to half duplex if the issue recurred. Reimaging the station was recommended if the problem persisted. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the application had been freezing, bioid experienced a delay during logon, and the keyboard was lagging while typing. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.